Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient receiving dilaudid via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient stated their pump started doing a single tone alarm every hour starting last night at 6:05pm. The patient stated their last refill was on may 1st and they've been getting it refilled every 3 months. The patient inquired how long it would take to turn to a critical alarm and pump longevity. The manufacturer's patient services specialist (pss) reviewed and redirected the patient to their healthcare provider (hcp). The patient stated they don't have an hcp and the patient sent their previous hcp the physician listing from the manufacturer to get a referral but 'they won't do it.' The patient mentioned 'now they want to cut the pump out of me. I love the pump. And now it's going to be bad when it goes dry.'  The patient stated that the hcp stated said it looked like they were on the lowest setting. The patient stated that 'when they used to refill me, they'd poke me to death. I have to remind them that it's at the 3 o'clock and then they find it. I was going to get a tattoo in that area but I never did. This is what I deal with.' The patient called back the next day and stated that they were told to get the last print out and to call back that tech would be able to help them to find out how much medication they had left in the pump. The base rate was 1.836mg/day with 10mg/ml alarm volume 1ml but is not sure. Unknown set at 0.4770mg base rates. The patient then stated they were feeling already like they were maybe going through withdrawals. Per tech they were unable to say how much medication. The patient was redirected to their hcp. Additional information was received from a consumer (con) inquiring about what they could do to get their pump silenced. Patient services (ps) reviewed option to have their healthcare provider (hcp) contact their local company representative (rep). Patient services (ps) provided contact information to have their hcp call. Additional information was received from a healthcare provider reporting she believes pump is empty.